Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt was unable to turn stimulation on after turning it off to proceed through airport security. The pt programmer and charging system would not communicate with the ipg. A replacement charging system did not resolve the issue. The pt also reported he did not charge the ipg very often. Surgical intervention will be undertaken to resolve the issue; however a date for the procedure has not been set.